Manufacturer narrative:
The device was received for evaluation. During functional testing, keypad not working was not reproduced. Incoming testing was reviewed and found that the keypad passed testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found that the keypad was damaged, which is a known cause of the reported problem. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keypad was not working. There was no patient involvement. No additional information is available.